Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this recently implanted right atrial (ra) lead exhibited loss of capture (loc) and high capture thresholds. Approximately a day later, x rays were performed which confirmed lead dislodgment. Subsequently a procedure was performed to reposition the lead. After lead repositioning, adequate parameters were confirmed. This ra lead remains in service. Other than the intervention no additional adverse patient effects were reported.